Event description:
It was reported that: "pt was revised due to infection".

Manufacturer narrative:
The following other devices were listed in this report. Dcon p-fit stem cocr 21mmx80mm, cat# 6478-6-425; lot bnpdna. Dura dist spc m/l lat rt 5mm, cat# 6632-5-155; lot cgaza. Duracon universal b/p non-beaded, cat# 6632-3-615; lot evhfd. Kmax stem extndr (s,m,l,xl) 40mm, cat# 6476-8-250; lot byiyh. Dura stab ins w/screw med 13mm, cat# 6632-4-213; lot onieca. Duracon dis fem lckg scr 5mm, cat# 6632-5-600; lot byglr. Duracon plastic patella sml, cat# 6630-2-050; valma. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. A supplemental report will be submitted upon completion of the investigation.